Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell two of four of peritoneal dialysis therapy, while the patient was connected. The patient stated that there was a leak and solution on the floor, but they did not know the source of the leak. The technical service representative (tsr) had the patient check the connections, and they were found to be tight. The leak could not be determined to have caused or contributed to the alarm. The technical service representative (tsr) had the patient close the clamps, disconnect using aseptic technique, cycle the power on the hc device to clear the alarm, and remove the cassette. The patient would start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.